Manufacturer narrative:
The elevator was visually evaluated and the tip has been chipped. The fragmented piece was not returned. There are no signs of discoloration or other signs of significant wear. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.

Manufacturer narrative:
Review of the device history shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the tip of the instrument broke. There are no adverse effects reported as a result of this event, however this device is subject to the two year malfunction rule.